Event description:
I have worn contacts for 30 years. I bought clear care, manufactured by ciba vision. I used the case provided for a little while. One night, I didn't see the case provided and just grabbed my old flat case. The next morning, I proceeded to put my contacts in. As soon as the contact touched my eye, I could feel burning. Immediately I began to rinse my eye and remove the contact. My eye was scorched by this solution. Due to wearing contacts for so long, I never felt the need to read instructions. This solution looked the same as all other solutions on the shelf. However, it is much different. But it is not clearly identified as anything different. My eye is swollen, red and irritated. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: contact solution.